Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, prior placement of metal biliary stent, a routine ercp with sphincterotomy was performed with normal manipulation to the device and to the elevator of the endoscope. The jagtome rx 44 was bowed, and while performing the cut, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient, inside the packaging, was provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.